Event description:
The patient reported they have been experiencing skin reaction to the pod since (B)(6) 2026. The patient has been using omnipod since (B)(6) 2025 and did not have any reaction to the pod or the adhesive in the past. The pod site gets irritated on day 2 of pod wear, and the pod site was reported to be itchy, red, sore, with tenderness at the cannula insertion site. The patient described the itching to be unbearable. The issue occur with every pod, but the patient reported there were 3 occasions with worse symptoms and the patient 'could not bear it anymore' and had to remove the pod early, after 48 hours of wear. The irritation was reported to remain for at least 2 weeks and has left hyperpigmentation marks on their skin. The patient also reported scarring. The patient had a prescheduled appointment with their consultant (dr (B)(6), (B)(6) hospital) on (B)(6) 2026 and was advised by to trial nasal spray (avamys) as a barrier prior to pod application, however, it did not reduce site irritation. The patient do not have history of irritation or allergies with plasters, and do not react to sensor adhesive. Insulet received an mhra user report (reference number (B)(4)) for this incident on (B)(6) 2026. The incident date provided was (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.6. Cloud - operating system: n5004l-am-q-mv01602-06-01.06. Cloud - hardware: n5004l. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.